Event description:
Customer reported via phone call, customer blood glucose was 51 mg/dl and the sensor was not alerting. During the call the insulin pump it did alert low predict. Customer believed customer's blood glucose may have lowered to 30 mg/d. Customer treated the low blood glucose and the customer was feeling better. Customer declined troubleshooting for low blood glucose and sensor issues. Customer was advised to call back if any issues reoccurred. Customer will not be returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.